Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call that his blood glucose levels were running high before. The customer contacted the doctor and the doctor has made some changed to the insulin pump settings. Customer stated that with the new basal rate settings, he had been having low blood glucose from 50 to 80 mg/dl. Customer declined transfer for assistance.